Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation showed that the body of the vitrectome has small cracks therefore the cap was able to come of. We have not found the root cause of the cracks yet. All available information has been disclosed. This complaint has now been closed.

Event description:
We are going to receive an official materiovigilance concerning vitrectome. The tip was ejected while it was inserted into the eye, fortunately there were no consequence for the patient.